Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The nc traveler coronary dilatation catheter instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the intial 30-day medwatch report, the following information was received: device preparation - air aspiration was performed in the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that during a procedure of the heavily calcified, heavily tortuous, restenosed, distal left anterior descending (lad) artery, the 4.0 x 8 mm nc tenku balloon dilatation catheter (bdc) was inflated at the lesion when the balloon ruptured. There was no reported adverse patient effect. A different unspecified bdc was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.